Event description:
It was reported the device were used during an unknown procedure. It was reported the first 355ld would not arm and the same difficulty was encountered with the second 355ld opened. A third 355ld was opened from another box and it worked fine. The sales rep is also returning two sterile devices from the same lot number. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported event occurred. The handle welds were measured from these devices and was found to be skewed. Mfg and engineering are aware of the incident. The info you provided on a routine basis for any associated trends.